Event description:
It was reported that a patient experienced urinary retention shortly after pump implant in (B)(6) 2013 and was in the hospital for about 2 weeks. The pump was used to infuse lioresal (baclofen). No outcome was reported for this event. Further follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).